Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator had their device removed, both ins and lead. The patient advised reasoning for having the device removed was that their therapy was never effective. It was noted that the lead was not connected to the ins battery during the explant surgery, although this was not confirmed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "device explantation" and "inadequate/inappropriate treatment or diagnostic exposure" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator had their device removed, both ins and lead. The patient advised reasoning for having the device removed was that their therapy was never effective. It was noted that the lead was not connected to the ins battery during the explant surgery, although this was not confirmed. There were no patient complications.